Event description:
Got essure implant, ever since I have developed migraine, significant weight gain and this allergy with no explanation. I now take meds for migraine and often visits to neurology. And also take meds for allergy.